Manufacturer narrative:
Device evaluated by MFR.: the device was returned. Visual and microscopic inspection revealed the guidewire was bent and detached at the distal tip. The coating was observed peeled at the distal section. No more issues or damages were observed visually on the device. Dimensional inspection passed the maximum specification.

Event description:
It was reported that a coating issue occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified artery. A first device, v-18, 300cm, 8cm control wire guidewire was selected for use. However, the device became stuck with a non-boston scientific (bsc) guide catheter and a grittiness was felt on the guidewire. Both the catheter and the guidewire were removed as a single unit. A second device, v-18, 300cm, 8cm control wire guidewire was selected for use. However, the same experience occurred. Both the catheter and the guide wire were removed as a single unit. A different catheter and a different guidewire were used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR.: the device was returned. Visual and microscopic inspection revealed the guidewire was bent and detached at the distal tip. The coating was observed peeled at the distal section. No more issues or damages were observed visually on the device. Dimensional inspection passed the maximum specification.

Event description:
It was reported that a coating issue occurred. The 70% stenosed target lesion was located in mildly tortuous and moderately calcified artery. A first device, v-18, 300cm, 8cm control wire guidewire was selected for use. However, the device became stuck with a non-boston scientific (bsc) guide catheter and a grittiness was felt on the guidewire. Both the catheter and the guidewire were removed as a single unit. A second device, v-18, 300cm, 8cm control wire guidewire was selected for use. However, the same experience occurred. Both the catheter and the guide wire were removed as a single unit. A different catheter and a different guidewire were used to complete the procedure. There were no patient complications reported. It was further reported that the target lesion was 80% stenosed and not 70% as previously reported.